Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2m93d); product type: 0200-lead; implant date: (B)(6) 2022; explant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their leads have migrated two different times. Currently, their lead is kind of loose and not sitting in the right place, and the patient stated their lead is pressing up against their skin and it jiggles. The patient stated they have had two surgeries to put the leads in the correct spot and the leads won't stay so they just left it.